Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u report will be submitted if the device is received.

Event description:
Received info indicating customer's pump history was inaccurate. There was no impact to customer's blood glucose level.